Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient experienced a severe burn to the inner part of the eye during a procedure. The procedure was aborted. Additional information has been requested but none has been received.

Manufacturer narrative:
With no additional, related information provided, the customer reported event of the handpiece causing an eye burn was not able to be confirmed. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. Based on the information obtained, the customer reported event of a thermal injury associated with the use of their system could not be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).